Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) levels with the lowest being 40 mg/dl. Low bg cause was not known. Reportedly, the customer fell multiple times and sustained retina damage. Reportedly, on multiple occasions the paramedics were called to assist the customer; however, the customer could not recall the dates. The paramedics administered glucagon or some type of glucose to address the low¿s. Treatment resolved the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.